Manufacturer narrative:
Complaint conclusion: it was noted that after deploying a precise stent in the proximal right internal carotid artery the stent did not fully expand. An additional stent was placed inside of the precise stent to fully open it. The baseline nih and rankin stroke scale score were both 0. The target lesion was 14mm in length with a diameter of 5.2mm. The eccentric and ulcerated lesion was moderately calcified. The type I arch vessel was 85% stenosed with mild tortuosity. Approach was made into the right deep femoral artery with a 6f unknown shuttle sheath. Then, an 8mm angioguard rx embolic protection device was successfully deployed past the lesion and pre-dilation was performed with a 4x30mm non-cordis balloon catheter at 16 atmospheres. Then, a 10x30mm precise pro rx stent was inserted and deployed at the target lesion. However, there was some difficulty removing the stent delivery system (sds) because the stent was found to be incompletely expanded. After sds removal, the lesion was then post-dilated with a 5x30mm non-cordis balloon catheter at 16 atmospheres. When the user attempted to retrieve the angioguard, it was found that the under-expanded stent was making retrieval difficult, despite attempting neck rotations. Then, a 9x20 non-cordis closed cell stent was inserted and deployed at the location of the stent, opening up the stent. The final target lesion stenosis was at 10%. The angioguard was then retrieved successfully, and was found to have no debris. The patient was discharged the next day without complications with an nih and rankin score of 0. There was no reported patient injury. The device was implanted, and therefore not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15846849 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. It is noted that the lesion was 5.2mm in diameter and a 10mm stent was placed. The IFU says to deliver a stent that is 1-2 mm larger diameter than the vessel. This may have been the cause of the under expansion. Vessel characteristics and procedural factors may have contributed to the reported event. The products were not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product remains implanted and is thus not available for analysis. Additional information and a device history record review are pending and will be submitted within 30 days upon receipt. Concomitant medications: bivalirudin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Concomitant devices: angioguard rx, catalog number 801814rmc , lot number 70613506; 9x20mm xact stent; 6f unknown shuttle sheath; 5f unknown vertebral catheter; unknown j-tip wire; quantum 4x30mm balloon catheter and quantum 5x30mm balloon catheter.

Event description:
According to the (B)(6) registry, a 10x30 precise pro rx stent incompletely expanded at the target lesion after stent deployment. The under-expanded stent was treated with the insertion of a non-cordis stent in order to open up the vessel. There was no patient injury. The baseline nih and rankin stroke scale score were both 0. The target lesion was located in the right proximal internal carotid artery with a length of 14mm and a diameter of 5.2mm. The eccentric and ulcerated lesion was moderately calcified. The type I arch vessel was 85% stenosed with mild tortuosity. Approach was made into the right deep femoral artery with a 6f unknown shuttle sheath. Then, an 8mm angioguard rx embolic protection device was successfully deployed past the lesion and pre-dilation was performed with a 4x30mm non-cordis balloon catheter at 16 atmospheres. Then, a 10x30mm precise pro rx stent was inserted and deployed at the target lesion. However, there was some difficulty removing the stent delivery system (sds) because the stent was found to be incompletely expanded. After sds removal, the lesion was then post-dilated with a 5x30mm non-cordis balloon catheter at 16 atmospheres. When the user attempted to retrieve the angioguard, it was found that the under-expanded stent was making retrieval difficult, despite attempting neck rotations. Then, a 9x20 non-cordis closed cell stent was inserted and deployed at the location of the stent, opening up the stent. The final target lesion stenosis was at 10%. The angioguard was then retrieved successfully, and was found to have no debris. The patient was discharged the next day without complications with an nih and rankin score of 0. There was no patient injury.